Manufacturer narrative:
A4 patient weight was added to the report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as instructed. In turn, the ipg became inoperable and stopped providing stimulation. As a result, surgical intervention was taken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored. The patient has a second ipg which also became inoperable and surgical intervention was undertaken against the other ipg too (related manufacturer reference number 1627487-2020-33473).